Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. The user guide p/n 480145 was reviewed and in the pre-treatment setup instructions it is noted prior to starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error as per the patient¿s peritoneal dialysis registered nurse (prdn) account of the event.

Manufacturer narrative:
Corrected information: h6- conclusion code - c91874 (transcription error).

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship. Additionally, there is no allegation of a device malfunction or deficiency or reported cycler set leak or other defect reported for this event. The reported cause of the peritonitis was touch contamination caused by the patient disconnecting from treatment and leaving the connection open while cooking, giving opportunity for contamination. This is supported by the culture result of staphylococcus aureus, an organism found in human nares and on human skin which accounts for a majority of pd-related peritonitis. (Based on the available information and no allegation of a malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had abdominal pain and peritonitis. Initially the patient¿s contact was requesting assistance with an unrelated patient line is blocked alarm and drain complication encounter message during drain 2. The contact was informed on potential causes of the alarm. It was reported the patient was going to continue with the treatment. During the call the contact mentioned the patient was taking heparin and antibiotics since (B)(6) 2020. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn stated the patient presented to the pd clinic on (B)(6) 2020 with abdominal pain and cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin (dose, frequency, and duration unknown). The pd effluent culture resulted positive for staphylococcus aureus. The patient did not require hospitalization for this event. The patient continued with the antibiotic therapy and has two more doses to complete the regimen. The cause of the peritonitis has been attributed to touch contamination. The patient stated he disconnected during treatment, left the connection open, and went to the kitchen to cook. This occurred for several nights with the patient not understanding that this was against proper pd therapy protocol. The patient is continuing pd therapy during recovery.